Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this mitral annuloplasty ring, it was explanted and replaced with a non-medtronic valve. It was reported that the anatomical orientation of the patient's heart made the attempted valve repair challenging. A ring was used to aid in the repair, but testing revelated residual severe leak and "override" of the anterior leaflet. The surgeon decided that a complete valve repair would be better for the patient. The annuloplasty product itself did not malfunction. No adverse patient effects were reported.